Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a decrease in pacing lead impedance and a loss of capture was noted on the atrial lead. The device was reprogrammed to resolve the event and lead revision is anticipated. The patient was stable with no consequences.

Event description:
Additional information received that the lead was capped and replaced to resolve the event. The patient was stable with no consequences.